Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the bater service manual it is necessary for the compella bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Pay particular attention to safety features, which include but are not limited to: the power cords for the bed and asu are with the unit, and they are in good condition: the plug is a one-piece molded plug assembly, the assembly shows no signs of cracking, the plug molding around the blade is not discolored, and the blade is tight in the molding. The power cord hooks shows no sign of cracking and are intact with no damage. Replace or repair parts as necessary. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on feb 18, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.